Event description:
The customer reported that the bedside monitor (bsm) was experiencing intermittent communication loss, while adjacent monitors did not lose communication. No patient harm was reported.

Manufacturer narrative:
The customer reported that the bedside monitor (bsm) was experiencing intermittent communication loss, while adjacent monitors did not lose communication. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.